Manufacturer narrative:
The device was received for evaluation. During functional testing, after running for some time at 40ml/hr, noticed a weird noise during pumping was not reproduced. Evaluation sent the device for flow rate accuracy test at delivery rate of 40 (ml/hr) with a vtbi of 20 (ml) and it delivered with error % of -1.34 . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified . No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue when they attempted to start "levo" on a patient when it was noticed that the levo was not infusing. No drips were noticeable from the chamber. It was stated the they disconnected IV tubing from patient and had brisk blood return noted on the IV. When not connected to the piv, pressed start on IV pump and again, no drips noticed in the chamber. Removed the IV tubing and the IV pump. New tubing and new pump was used without issues and levo infused as ordered. This occurred in the medical ICU department. No additional information is available.

Manufacturer narrative:
F10/h6: health effect - impact codes. Correction: h6: investigation conclusions. Additional information: h6: type of investigation. Additional information h11: a review of the event history log was performed for the event date provided and showed a continuous norepinephrine (generic name for levophed) on the day prior for infusion (16 mg/250 ml). It was initiated at a dose of 4 mcg/min (rate 3.7 ml/hr, volume to be infused (vtbi) 230 ml). The pump was intermittently stopped and restarted with minor adjustments to dosage with vtbi remaining around 229-230ml and minimal volume given (0.4-0.8 ml). Flow confirmations were successful after each change. The event history showed no abnormalities that would confirm the reported issue. Should additional relevant information become available, a supplemental report will be submitted.